Event description:
It was reported that during a lobectomy, the device was fired once, reloaded, closed and then would not fire across tissue. A second reload was placed in the device and it would not fire. The device was replaced with a tx30g and the case was completed. No pt consequence was reported.